Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium fell off. The sheath was replaced and the procedure was continued and subsequently completed. No patient consequence was reported.the investigation was completed on 28-dec-2021. Product involved: vizigo sheath.the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device.visual analysis of the returned sample revealed that the sheath was found in normal conditionthe event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.a device history record (DHR) was performed, and no internal actions related to the complaint were found during the review.as part of the quality process, all devices are manufactured, inspected, and released to approved specifications.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-dec-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium fell off. The sheath was replaced and the procedure was continued and subsequently completed. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable hemostatic valve separation issue.